Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to the protruded and loose drive support disk. No motor error alarm was noted and the motor passed the motor test. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 600 mg/dl. The customer's mother stated that the insulin pump alarmed 2 no deliveries, so she changed everything out and filled the cannula. No other significant events leading to the alarms were observed. The caller declined troubleshooting for high blood glucose and for a no delivery alarms she had received. Advised replacement of the insulin pump. The customer also stated that she had experienced repeated low blood glucose events since wearing her new insulin pump. It was suspected that the old insulin pump was not working correctly for a while, as she had high blood glucose despite rate changes. The customer was advised to monitor the new device for expected improvements. Nothing further reported.